Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience prime stent in the distal right coronary artery (rca) and a 3.5 x 18 mm xience prime stent in the mid rca. After implantation of the 3.5 x 18 mm xience prime stent in the mid rca, a small branch became blocked. The patient experienced chest pain and elevated cardiac enzymes and a myocardial infarction was diagnosed. The patient was given morphine to treat the chest pain, which resolved the chest pain. No additional treatment was performed and the patient was observed until the cardiac enzymes reached normal levels. The cardiac enzymes resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: trek 2.5x12, nc trek 3.0x15; stent: xience prime 3.0 x 18; other: aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infraction and occlusion, as listed in the xience prime/ xience prime sv/ xience prime ll everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.